Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had exhibited right ventricular (rv) lead noise and pacing inhibition bellow two seconds. Reprogramming resolved the issue. No adverse patient effects were reported. Additional information was received oversensing and pause above 4 seconds have been also exhibited. Technical services (ts) was consulted and recommended further testing, but physician did not want to perform defibrillation threshold (dft) test. This crt-d system remains in service. No adverse patient effects were reported.